Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 8/8/2019. Device evaluation: the product was returned to the manufacturing site. The lens was observed cut in half with residues of viscoelastic. The condition observed is consistent with a lens that has been explanted. There was not quality failure reported against the lens. Although, no haptic and polishing issues were identified which are lens defects that could cause capsule tear. Lens cut was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was prepared, used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred resulting in a vitrectomy procedure in the left operative eye. The incision was enlarged and the planned zcb00 intraocular lens (iol) was removed and replaced in the same procedure.